Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drips of insulin were observed to be exiting out of the infusion set tubing during the load fill tubing sequence. Reportedly,the customer changed the infusion set to resolve the issue. Customer¿s blood glucose was 169 mg/dl.